Event description:
After using volcano eagle eye platinum catheter a message came up on the screen that noted to unplug and retry the catheter. So it was unplugged and plugged back in several times and still wouldn't be recognized. Another catheter was used and worked fine. Patient had no issues/not affected.